Event description:
Patient (pt) was scheduled to have capsule endoscopy. This means a capsule is deployed during the egd (esophagogastroduodenoscopy) portion of the procedure. When the capsule was deployed, there is a plastic holder that holds/deploys the capsule. That portion fell off during the procedure and no one from the gi (gastrointestinal) team noticed that it had fallen off with the capsule. When the gi team was reading the patient's capsule study, they saw a picture of the plastic device that was mislodged in the patient's colon. The gi fellow ordered for the patient to come back and have a CT scan to ensure that the patient had passed the plastic piece. Pt did pass the plastic piece.